Event description:
The customer reported the ventilator alarmed due to vent inop data acquisition adc reference failures. The customer reported the device was in use on a patient and there was no patient harm. A vent inop condition during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the customer evaluate the data acquisition pcb board for replacement. The biomedical engineer reported the data acquisition pcb board was replaced and the problem resolved with no further occurrence.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.